Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). D4: the expiration date is currently unavailable. E3: reporter is a j&j sales representative. Investigation summary: the complaint device was received and evaluated. Upon visual inspection, the pedal is in used condition as expected. The connector pins in good condition. The cord is damaged in the outlet. A functional test was performed, however the device was not able to work on both pedals. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed to the damage on the cord due to heavy and repeated use of the device and the constant manipulation between surgeries and sterilization process can lead to damages in the cord, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in taiwan that during an unknown procedure on an unknown date, it was observed that the blue pedal "coag" on the vapr 3 footswitch device had no effect. During in-house engineering evaluation, it was determined that the device did not work on both pedals. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided .